Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
Right hip. Patient had previous surgery and revision in 1990, and (B)(6) 2015 (orif). No further information or return of products due to doctor preference and hospital policy.